Event description:
This MDR is being filed as exposed implant material. It was reported that following a urethral bulking implant procedure on a male patient in 2006, the patient returned to physician's office ten days later experiencing retention. Via cystoscopy, exposed implant material was noted. The protruding implant material was extracted. The size of the exposed area was noted as 3mm with extrusion of 1cc diameter. The current status of the patient was described as doing well with mild incontinence. Treatment details are as follows: transurethral approach, rate of injection was 2 min., needle held at injection site for 1min., position of injection site was 1cm distal to bladder neck, needle was imbedded to shoulder, blanching and blebing were observed, no coaptation noted. Patient was described as a fair candidate for the implant, urethral tissue appeared healthy, mucosal lining was noted as pale, atrophic and poorly vascularized.

Manufacturer narrative:
The lot number is unknown therefore no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of the needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. The product was being used on a male patient which is not according to labeling indications. Baseline report previously provided. Based on this process of elimination, patient selection and injection technique were identified as the most likely root causes for the exposed implant material report. Bard's root cause analysis identifies patient selection and injection techniques as potential contributing factors to successful patient outcomes. Bard performed a review of adverse events reported for exposed material, erosion and necrosis on a per physician basis. The analysis showed that the events were reported across multiple physicians with few occurrences (=<2). Bard has consulted with an expert in urogynecology regarding his clinical experience with tegress. He provided a clinical expert review of the severity of adverse events and the importance of proper patient selection and injection technique to reduce adverse event reports. The clinical expert opinion confirmed our conclusion that proper patient selection and injection technique are contributors to exposed material.